Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an aortic prosthesis, open procedure on an unknown date and barbed suture was used to close fascia in abdomen. Suture was used according to IFU. Suture immediately broke when pulled. No harm to patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: did 2 sutures break during the same procedure? What was used to complete the procedure? What are the patient age, gender, weight, medical history and current condition?